Event description:
There was a high-pitched vent alarm sound and rrt alerted. Rn stated the device was alarming and the screen went black. When rrt arrived at bedside, the ventilator screen was the screen viewed when you first turn it on - reading "device initializing" with a spinning wheel to depict the action of restarting in progress. The ventilator, to the best of the rrt's knowledge, was not delivering breaths. After 30-60 sec, the screen displayed the usual display with the previously set vent settings and mode. After acknowledging settings, rrt selected to resume ventilation and the device functioned as normal. There were no changes in vital signs to the patient and therefore no assumed harm. The patient was not placed on a different ventilator right away as this rrt had heard these devices at times will restart themselves. Ventilator was changed out on the next shift for downloading of error codes.